Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
Soon after the carotid stenting procedure was completed, the patient developed a stroke with symptoms of paralysis. Cerebral infarct on the ipsilateral side was confirmed by MRI. This complaint is from a clinical study. The patient has had hypertension, repeated tia and contralateral stroke. He has a history of cardiac infarct in the past. The target lesion was right internal carotid artery. There was no calcification and vessel tortuosity, the rate of stenosis was 89%. Heparin was administered during the procedure. The angioguard xp delivery and the stent placement (precise) were successful. Pre-dilatation (3.5mm/6atm, band unknown) and post-dilatation (4mm/6atm, brand unknown) was performed. There was debris found in the filter basket after the device was removed from the patient. Soon after the carotid stenting procedure was completed, the patient developed a stroke with symptoms of paralysis. The paralysis was appeared on the left side of the body. Cerebral infarct on the ipsilateral side was confirmed by MRI. Argatroban hydrate was administered to the patient. The patient is undergoing the rehabilitation and making a recovery.